Event description:
Patient was undergoing a percutaneous coronary intervention for myocardial infarction (mi) and placement of a drug eluding stent at the right coronary artery. After the stent was placed, the coronary dilatation catheter lot #30108g1 was attempted to be used to post dilate stent. The balloon would not inflate. A second coronary dilatation catheter lot#21102g1 was opened and came apart into 2 pieces on the back table prior to use. Additional product opened and procedure successfully completed.what was the original intended procedure?percutaneous coronary intervention with placement of stent.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.